Event description:
Taxus pmss clinical study. It was reported that 228 days after a coronary stenting treatment procedure, the pt expired. The lesion being treated was located in the left anterior descending (lad) artery. The physician treated the lesion with successful placement of a taxus express2 2.50x24mm study stent. At 209 days after the index procedure, the pt developed difficulty breathing and was hospitalized. Pleural effusion was diagnosed with needle aspiration performed and dobutamine, heparin na, coretec and lasix were given. Nineteen days later, 228 days after the index procedure, the pt expired. The cause of death is unk. In the opinion of the physician the relationship of the pt's death to the taxus stent is unk.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.